Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that twenty months after the dental implant and abutment were placed in ada site 4, loss of osseointegration was verified. Patient presented with type ii bone. The clinician noted bruxism. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that twenty months after the dental implant and abutment were placed in ada site 4, loss of osseointegration was verified. Patient presented with type ii bone. The clinician noted bruxism. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.